Event description:
It was reported that the device could not be interrogated and the device was thought to be "dead in the pocket." Follow up was unable to gain additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.